Event description:
An aq2010v model lens was implanted in the right eye with no pt injury or complications. The technician was cleaning up after the surgery and noticed a haptic stuck in the cartridge. The pt returned the next day to have the lens removed. There was no pt injury. The post-operative best-corrected visual acuity was 20/25 -2. An msi-tm injector and an aq2 .8s cartridge were used but the lot numbers are unk.